Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to product performance anomaly. This ra lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to product performance anomaly. This ra lead was never in service. No adverse patient effects were reported. Additional information indicated that this ra lead was not successfully implanted as the screw did not deply. Physician had difficulty on placing the lead during implant. No additional adverse patient effects were reported.